Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose symptoms of nausea, vomiting, and difficulty walking and talking. The patient was taken to the hospital. At the hospital the blood glucose result from the lab was 492 mg/dl, and the patient had positive ketones. The patient was treated with an IV of insuman rapid. At the time of the report, the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.